Event description:
Boston scientific crm received information that this right ventricular defibrillation lead was associated with a remote monitoring alert for a high out-of-range (oor) shock impedance measurement. The alert was received during the patient's first remote monitoring transmission, and showed the initial oor measurement occurred 13 days after this chronic lead was connected to a replacement device. There were no adverse patient effects, and the lead remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.